Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. (B) (4)

Event description:
The customer contact reported the device was found delivering at a rate different than the originally programmed rate resulting in the pt receiving more medication than intended. The primary line of the device was programmed to deliver an unspecified concentration of fentanyl, at a rate of 5ml/hr, with a vtbi (volume to be infused) of 200ml, and the delivery was started. After approximately 10 minutes, the nurse noted that the device display indicted a rate of 500ml/hr and that one-half to three-quarters of the solution container had been delivered. The customer contact reported that after the device was powered off and powered back on, the device display indicated a rate of 5ml/hr on the primary line. There were no reported adverse pt effects. No medical interventions were required. The device was removed from clinical service. During testing at the user facility, the device passed testing. Though requested, no additional info was provided.